Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother indicated via phone call that they recently received infusion sets and the cannulas were bent. Customer's blood glucose level was 400mg/dl at the time of incident. No further details provided.